Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the battery contacts were contaminated, the battery drawer was difficult to open, the epg failed incoming tests and the main board failed and was defective. The device is out of service and was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.